Manufacturer narrative:
Date of event: the exact date of event is unknown, not provided, but the best estimate date between (B)(6) 2021 and (B)(6) 2021. The intraocular lens has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye in a secondary surgical procedure and the patient was unhappy with the vision and due to unclear, blurry vision and refractive miss. A replacement lens, model pcb00 of 22.5 diopter was used. There were no medical or surgical interventions required. The patient fully recovered, and no injury was reported. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review, it was realized that the event should not have been reported since the patient would require a different lens power to be calculated/used and the event was not due to the lens product problem or malfunction. Therefore, the event is no longer reportable and no further information will be provided under this manufacturer report number 3012236936-2022-00061. Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: jan 29, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed on the lens. The complaint issue could not be confirmed, and no product deficiency could be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.